Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp performance was tested to factory specifications and safety tested. It functioned normally and was returned to the customer.

Event description:
The customer reported that prior to use on a patient, the iabp was unable to obtain an ECG signal. They switched to two different iabp's (serial numbers (B)(4)) and two different sets of ECG cables, on both they received the same result. No patient was involved.